Manufacturer narrative:
H10: g1 phone number (B)(4).

Event description:
Philips received a complaint from the customer reporting the v60 ventilator restarted without user command. The device was not in clinical use. There was no report of harm tor other patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported problem. The bme reported the device restarted without user command. The bme left the device charging overnight and upon return, found device powered on. The rse informed the bme of the manufacturer repair recommendations per the device service manual. The bme requested and received details for the replacement order of the user interface (ui) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported problem. The bme reported the device restarted without user command. The bme left the device charging overnight and upon return, found device powered on. The rse informed the bme of the manufacturer repair recommendations per the device service manual. The bme requested and received details for the replacement order of the user interface (ui) printed circuit board assembly (pcba). The customer bme reported the issue was resolved by replacing the ui pcba. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.